Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the lifevest. The rash was described as red, raised, open, itchy, and raw. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient's rash spread to her arms. The patient's nurse was unsure if the rash was due to the patient's medication or lifevest. The patient was prescribed prednisone and the skin irritation has improved.